Manufacturer narrative:
Examination is not possible, as the unknown fast-fix device intended for use in treatment will not be returned. The investigation was limited to the information provided, as the lot and part numbers to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. Should the products and/or any additional information be received, the investigation will be reopened. Without product return for evaluation and/or clinically relevant supporting documentation, a thorough medical investigation could not be performed. Reportedly, the root cause of the repeat debridement and explantation was infection/osteomyelitis, possibly indolent, within the tibial tunnel; however, the source of the m. Fortuitum bacteria remains unknown. The patient impact beyond the reported symptoms along with the multiple procedures could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated.

Event description:
It was reported a mycobacterium fortuitum osteomyelitis infection after anterior cruciate ligament reconstruction, the patient, at first follow up (three weeks after surgery) presented with fever, headache, and abdominal pain, the wounds appeared benign on physical examination, then an arthrocentesis was performed and found positive m.fortuitum., this was treated with debridement and irrigation, however five months following the debridement, patient had progressive erythema and focal fluctuance of the tibial incision, then a repeated debridement and irrigation was performed, which demonstrated purulence and necrotic material, then six weeks after the second debridement, the patient returned with serous drainage from the tibial wound, MRI showed ongoing osteomyelitis, a third debridement and irrigation was performed. A high-speed burr was used to debride the sclerotic rim of bone within the tibial tunnel that was potentially harboring an indolent infection, and the tibial tunnel was bone-grafted with cancellous allograft that was mixed with tobramycin powder and soaked in saline solution. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.